Manufacturer narrative:
(B)(4). No sample has been returned for investigation. The batch record could not be reviewed since the lot number is not known. Without the actual sample or lot number, a thorough investigation can not be performed. All available information has been forwarded to the actual manufacturer. If the sample or lot number and/or additional pertinent information becomes available, a follow up report will be filed.

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): flow rate too fast. One pump empties 14 hours earlier, another pump emptied 5 hours earlier.